Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) went to the customer site and confirmed that the blood in the machine was caused by a damaged balloon. The pneumatic module needed to be replaced and a quotation was given to the customer. The customer is not going to repair it the unit temporarily, and is not sure whether it will be repaired later. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has blood in the device. The hospital immediately stopped using the machine and no personal injury was caused.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (component codes, investigation conclusions), h11. A getinge field service engineer (fse) went to the customer site and confirmed that the blood in the machine was caused by a damaged balloon. The blood had entered the pim module and the safety disk and needed to be replaced. The fse replaced the accessories and performed the factory-specified tests. All of them passed and met the clinical use requirements and were delivered to the customer for use.